Event description:
When handpiece is raised from the cradle, the suction (vacuum) motor automatically turns on. Unless it is turned off, it will run until it gets very hot. If the problem was caused by static build-up, if the static discharged at night, the motor would run all night until someone turns it off.